Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
E1: facility name "(B)(6)". Address line 2 "(B)(6)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a hole in the hose of the pump, with the pump being filled with medicine, which spilled in the backpack where the pump was deposited. There was no patient involvement, and that the device is available for investigation.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H3: the device was received for evaluation as well as 5 photos. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated this issue was due to a lack of solvent in the union of the tube. The operators from production line were notified for this event.